Event description:
Reported via patient call center: it was reported that a patient experienced a stroke. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient reported that the weekend after having the watchman placed, the patient returned to the emergency room (ER) and it was found that the patient had a "scattered stroke affecting all four limbs." The following wednesday the patient was admitted to rehab for recovery. The following weekend, the patient was transported back to nearest hospital related to a high heart rate (140+). The doctors were unsure if the increased heart rate was related to supraventricular tachycardia or atrial fibrillation. The patient received multiple medications while in the ER to treat the increased heart rate with amiodarone and was then released home. The patient is currently on oral anticoagulation mediation (eliquis) and has a scheduled follow up appointment with their cardiologist for (B)(6) 2025. No further information was provided. A good faith effort was made in an attempt to obtain more information. The physician reported there was nothing out of the ordinary during the laac procedure in anatomy or complexity. The physician reported that the patient received a transesophageal echocardiography (tee) to assess the device which appeared unchanged. The physician did not share the plan for the patient moving forward but did state that the "scattered stroke" appeared to be embolic. The physician had no discernable diagnosis.

Manufacturer narrative:
B3 date of event: event date estimated as 02/01/2025 as the event was reported to have occurred the following weekend after implant date (B)(6) 2025. Implanting hospital name: (B)(6). Procedure physician name: (B)(6).